Manufacturer narrative:
The device is expected to be returned for investigation. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3+ with a restricted posterior leaflet. It was noted that during clip delivery system (cds) insertion, air was introduced to the steerable guide catheter (sgc), and the water level dropped. The cds was removed from the sgc, and the air was removed via aspiration. The cds was re-introduced to the sgc, and air was found again. The sgc and cds were removed from the patient. A new cds and sgc were used to complete the procedure successfully reducing the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak / splash (loss of fluid column during procedure) was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and analysis of the device, the cause of the reported leak / splash could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.